Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the jaws of the device broke prior to use on a patient. No patient injury occurred or medical intervention was required. Examination of the received device on 2017-03-16 found the amodel plastic piece over the wire fractured and missing. The exposed wire near the tip failed hi-pot testing. The damage is consistent with the user dropping the device onto a hard floor.

Manufacturer narrative:
Date of initial report : 2017-04-12. Date of follow-up report: 2017-05-25. One ls1500 ligasure device was received for evaluation. Visual inspection of the returned device found the plastic tip of the jaw was broken and a piece was missing. The device was unused. The investigation found the issue to be due to damage during handling after shipment. The type of damage observed shows signs of dropping the device on the floor or hitting a hard object. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.